Event description:
I had a raindrop inlay implanted into my eye. It was fine for a while but after a couple of years my eye sight became blurry and I had a haze over my eyes. My eye felt like I had something in it. I finally had the I lay removed. Constant ophthalmologist appointments. Many eye infections.